Manufacturer narrative:
A product sample was received and it is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 05/09/2014. (B)(4).

Event description:
A nurse reported that there were champagne like bubbles noted during a retina procedure when using a vitreous probe at the programed user's vacuum setting. There was no pt harm reported. A product sample was requested for this case.